Event description:
It was reported the patient had intense pain near the implantable neurostimulator (ins) since implant. The pain was present when the ins was on and off, but there was more pain when the ins was on. The ins was implanted in the patient¿s left abdominal area. This was the patient¿s second ins and they have never had issues. There was no fluid accumulation near the ins and a culture was negative. Impedances were measured to be within normal range. A revision was scheduled for 2015-(B)(6) to inspect the ins and reposition the ins if necessary. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3877, lot# unknown, product type: lead. Product ID: 37081, serial# unknown, product type: extension. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37081, explanted: (B)(6) 2015, product type: extension. Product ID 3877, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information reported the patient underwent their scheduled operation on (B)(6) 2015, at which time "they removed everything because of infection." It was stated "this was the reason for the pain."